Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly. The catheter body was torn or broken or melted at or after explant which did not affect infusion.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported in late 2014 the implanted catheter caused the patient to feel rubbing and poking sensations in their lower abdomen before finally piercing the patient's skin and becoming exposed. On (B)(6) 2015, the catheter was inspected and it was determined that leaving the catheter implanted had allowed it to become infected at both ends. The catheter was removed and it was determined that several strands of bacteria, including e-coli and meningitis, had grown on the catheter.

Event description:
It was reported the patient had their pump previously explanted (unknown date) because they no longer needed it and the catheter was litigated and left in the patient. The patient presented to the emergency room (ER) the night prior to this report because the catheter was eroding through the skin of the abdomen and formed an open ulceration. An infection (unknown organism) was reported. A revision was scheduled. As the surgeon was removing the catheter from the intrathecal space, the catheter tore/fractured at the first proximal port on the catheter (closest to the pump) near the distal tip. It was not known how much catheter length remained in the patient. The medication was not reported. The outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.